Manufacturer narrative:
(B)(4). Date sent: 11/17/2023. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as 1/1/23. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please explain in detail what was the issue with the device. Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number x94y1c, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the first firing during a sleeve gastrectomy case, the surgeon encountered a jamming in the stapler after firing, then he replaced the battery with another one from a new sterile device and after connecting the new battery the knife returned to its house and the surgeon able to fire the same first reload. The surgeon continued the case by the same stapler.